Event description:
It was reported that cartridge repeatedly leaked insulin from o-ring area over multiple occasions within about one month. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer loaded a new cartridge to address the issue.